Event description:
It was reported the programmer screen "freeze" a lot according to a registered nurse when interrogating devices for a clinic. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event which was due to an intermittent issue with the stylus. Product ID 2067 rf head; product ID 229047 analyzer. (B)(4).